Manufacturer narrative:
The needle was decontaminated and inspected for the stated defect. The inside of the needle was blocked with tissue. The snare was closed and some swelling of the tissue was noticed. The probe was inserted into the tip of the needle and the tissue was pushed through the needle and deposited on a slide for inspection. The needle was then inspected again and checked for operation. The needle functioned properly.

Event description:
"The customer states: after retrieving a sample from a patient with the bone marrow needle they were unable to extract the sample from the needle. The customer reported that the sample was stuck in the needle and could no be removed."